Manufacturer narrative:
Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes. The field service rep documented air-conditioning was off due to a fire in the basement and water systems were affected by the lack of air-conditioning possibly impacting the co2 results.

Manufacturer narrative:
Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes. The field service rep documented air-conditioning was off due to a fire in the basement and water systems were affected by the lack of air-conditioning possibly impacting the co2 results.

Manufacturer narrative:
Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes. The field service rep documented air-conditioning was off due to a fire in the basement and water systems were affected by the lack of air-conditioning possibly impacting the co2 results.

Manufacturer narrative:
Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes. The field service rep documented air-conditioning was off due to a fire in the basement and water systems were affected by the lack of air-conditioning possibly impacting the co2 results.

Manufacturer narrative:
Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes. The field service rep documented air-conditioning was off due to a fire in the basement and water systems were affected by the lack of air-conditioning possibly impacting the co2 results.

Manufacturer narrative:
Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes. The field service rep documented air-conditioning was off due to a fire in the basement and water systems were affected by the lack of air-conditioning possibly impacting the co2 results.

Manufacturer narrative:
Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes. The field service rep documented air-conditioning was off due to a fire in the basement and water systems were affected by the lack of air-conditioning possibly impacting the co2 results.

Manufacturer narrative:
Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes. The field service rep documented air-conditioning was off due to a fire in the basement and water systems were affected by the lack of air-conditioning possibly impacting the co2 results.

Manufacturer narrative:
Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes. The field service rep documented air-conditioning was off due to a fire in the basement and water systems were affected by the lack of air-conditioning possibly impacting the co2 results.

Manufacturer narrative:
Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes. The field service rep documented air-conditioning was off due to a fire in the basement and water systems were affected by the lack of air-conditioning possibly impacting the co2 results.

Manufacturer narrative:
Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes. The field service rep documented air-conditioning was off due to a fire in the basement and water systems were affected by the lack of air-conditioning possibly impacting the co2 results.

Manufacturer narrative:
Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes. The field service rep documented air-conditioning was off due to a fire in the basement and water systems were affected by the lack of air-conditioning possibly impacting the co2 results.

Manufacturer narrative:
Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes. The field service rep documented air-conditioning was off due to a fire in the basement and water systems were affected by the lack of air-conditioning possibly impacting the co2 results.

Manufacturer narrative:
Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes. The field service rep documented air-conditioning was off due to a fire in the basement and water systems were affected by the lack of air-conditioning possibly impacting the co2 results.

Manufacturer narrative:
Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes. The field service rep documented air-conditioning was off due to a fire in the basement and water systems were affected by the lack of air-conditioning possibly impacting the co2 results.

Manufacturer narrative:
Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes. The field service rep documented air-conditioning was off due to a fire in the basement and water systems were affected by the lack of air-conditioning possibly impacting the co2 results.

Manufacturer narrative:
Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes. The field service rep documented air-conditioning was off due to a fire in the basement and water systems were affected by the lack of air-conditioning possibly impacting the co2 results.

Manufacturer narrative:
Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes. The field service rep documented air-conditioning was off due to a fire in the basement and water systems were affected by the lack of air-conditioning possibly impacting the co2 results.

Manufacturer narrative:
Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes. The field service rep documented air-conditioning was off due to a fire in the basement and water systems were affected by the lack of air-conditioning possibly impacting the co2 results.

Event description:
Customer states yesterday morning co2 pt results were running very high and then later in the day they recovered low. She said the results were accompanied by data flags and provided 29 pt results, the following 20 results were discrepant. Pt 20, initial: 15, repeated twice gave: 24 and 22 mmol per l. Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes.

Event description:
Customer states yesterday morning co2 pt results were running very high and then later in the day they recovered low. She said the results were accompanied by data flags and provided 29 pt results, the following 20 results were discrepant. Pt 3, initial: 18, repeat: 23 mmol per l. Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes.

Event description:
Customer states yesterday morning co2 pt results were running very high and then later in the day they recovered low. She said the results were accompanied by data flags and provided 29 pt results, the following 20 results were discrepant. Pt 4, initial: 18, repeat: 24 mmol per l. Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes.

Event description:
Customer states yesterday morning co2 pt results were running very high and then later in the day they recovered low. She said the results were accompanied by data flags and provided 29 pt results, the following 20 results were discrepant. Pt 5, initial: 18, repeat: 24 mmol per l. Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes.

Event description:
Customer states yesterday morning co2 pt results were running very high and then later in the day they recovered low. She said the results were accompanied by data flags and provided 29 pt results, the following 20 results were discrepant. Pt 6, initial: 18, repeat: 23 mmol per l. Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes.

Event description:
Customer states yesterday morning co2 pt results were running very high and then later in the day they recovered low. She said the results were accompanied by data flags and provided 29 pt results, the following 20 results were discrepant. Pt 7, initial: 22, repeat: 28 mmol per l. Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes.

Event description:
Customer states yesterday morning co2 pt results were running very high and then later in the day they recovered low. She said the results were accompanied by data flags and provided 29 pt results, the following 20 results were discrepant. Pt 8, initial: 14, repeat: 19 mmol per l. Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes.

Event description:
Customer states yesterday morning co2 pt results were running very high and then later in the day they recovered low. She said the results were accompanied by data flags and provided 29 pt results, the following 20 results were discrepant. Pt 9, initial: 19, repeat: 28 mmol per l. Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes.

Event description:
Customer states yesterday morning co2 pt results were running very high and then later in the day they recovered low. She said the results were accompanied by data flags and provided 29 pt results, the following 20 results were discrepant. Pt 10, initial: 12, repeat: 20 mmol per l. Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes.

Event description:
Customer states yesterday morning co2 pt results were running very high and then later in the day they recovered low. She said the results were accompanied by data flags and provided 29 pt results, the following 20 results were discrepant. Pt 11, initial: 12, repeat: 21 mmol per l. Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes.

Event description:
Customer states yesterday morning co2 pt results were running very high and then later in the day they recovered low. She said the results were accompanied by data flags and provided 29 pt results, the following 20 results were discrepant. Pt 12, initial: 17, repeat: 23 mmol per l. Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes.

Event description:
Customer states yesterday morning co2 pt results were running very high and then later in the day they recovered low. She said the results were accompanied by data flags and provided 29 pt results, the following 20 results were discrepant. Pt 13, initial: 18, repeat: 24 mmol per l. Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes.

Event description:
Customer states yesterday morning co2 pt results were running very high and then later in the day they recovered low. She said the results were accompanied by data flags and provided 29 pt results, the following 20 results were discrepant. Pt 14, initial: 20, repeated twice gave : 26 and 25 mmol per l. Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes.

Event description:
Customer states yesterday morning co2 pt results were running very high and then later in the day they recovered low. She said the results were accompanied by data flags and provided 29 pt results, the following 20 results were discrepant. Pt 15, initial: 18, repeat: 25 mmol per l. Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes.

Event description:
Customer states yesterday morning co2 pt results were running very high and then later in the day they recovered low. She said the results were accompanied by data flags and provided 29 pt results, the following 20 results were discrepant. Pt 16, initial: 9, repeated twice gave : 8 and 15 mmol per l. Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes.

Event description:
Customer states yesterday morning co2 pt results were running very high and then later in the day they recovered low. She said the results were accompanied by data flags and provided 29 pt results, the following 20 results were discrepant. Pt 17, initial: 15, repeat: 19 mmol per l. Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes.

Event description:
Customer states yesterday morning co2 pt results were running very high and then later in the day they recovered low. She said the results were accompanied by data flags and provided 29 pt results, the following 20 results were discrepant. Pt 19, initial: 13, repeated twice gave: 20 and 19 mmol per l. Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes.

Event description:
Customer states yesterday morning co2 pt results were running very high and then later in the day they recovered low. She said the results were accompanied by data flags and provided 29 pt results, the following 20 results were discrepant. Pt 18, initial: 9, repeat: 16 mmol per l (different analyzer). Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes.

Event description:
Customer states yesterday morning co2 pt results were running very high and then later in the day they recovered low. She said the results were accompanied by data flags and provided 29 pt results, the following 20 results were discrepant. Pt 20, initial: 15, repeated twice gave: 24 and 22 mmol per l. Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes.

Manufacturer narrative:
The field service rep documented air-conditioning was off due to a fire in the basement and water systems were affected by the lack of air-conditioning possibly impacting the co2 results.

Event description:
Customer states yesterday morning co2 pt results were running very high and then later in the day they recovered low. She said the results were accompanied by data flags and provided 29 pt results, the following 20 results were discrepant. Pt 2, initial result: 17, repeat: 23 mmol per l. Initial results for all pts were reported and corrected reports were generated except for pts #14, 16, 18, 19 and 20. Customer states they would get a variance report written against the lab if treatment or pts were affected. She said no variance reports were received today, pts were not adversely affected. Specimens were serum samples in either 5 to 7 ml tubes.